Manufacturer narrative:
(B)(4). It was reported that the patient had a break in aseptic technique further described as touch contamination during peritoneal dialysis (pd). On an unreported date, the patient was treated with unspecified antibiotics. However, the patient did not recover from peritonitis. Three weeks after the onset of peritonitis, the patient was hospitalized. On an unreported date, the patient was treated for 14 days with levaquin (oral, 500mg, daily), vancomycin (ip, 1gm, daily) and tobramycin (intravenous (IV), 80 mg, daily). On an unreported date, the patient was retrained on the proper aseptic techniques when performing pd therapy. At the time of this report, the patient was recovered from peritonitis. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If further relevant information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported a patient experienced and was hospitalized for five days for peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the event was an aquatic organism from the shower and a bladder infection (onset date not reported). Treatment was not reported. The patient was recovering from the event of peritonitis. No additional information is available. This is report 1 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The patient experienced peritonitis sometime in (B)(6) 2013. If additional relevant information is received, a supplemental report will be submitted. This report references the same patient as (B)(4).